Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
This is a spontaneous case report received from a physician in united states on (B)(6) 2014. It describes the occurrence of pregnancy in a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted in 2013 lot number a25168 for bilateral tubal sterilization. Physician reported that the patient had essure confirmation test on (B)(6) 2013, which showed bilateral tubal occlusion. Patient recently reported pregnancy ((B)(6) 2014). No further information was provided. Follow-up received on 29-sep-2014: the office nurse confirmed that the essure insertion date was (B)(6) 2013. Follow-up received on 17-oct-2014: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is (B)(4). The ptc investigation result was provided. Final assessment: manufacturing date: 7/2012. Expiration date: 7/2015. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a lack of efficacy. However, contraceptive failure may occur under the use of any contraceptive and is not indicative of a quality defect per se. No similar ae case reports have been received to date in relation to batch no. A25168. No batch signal could be identified. No complaint sample was provided for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information was received on 27-oct-2014 via health care provider pregnancy questionnaire. This case was upgraded to incident. Patient's weight and height were provided. Concomitant condition included obesity (B)(6). She denied any previous gynecological interventions (cervical conization, curettage, previous ius/iud, myomectomy, adnexal surgery), gynecological problems or procedures and any relevant medical history or concurrent conditions. She had 03 pregnancies, 02 live births and 01 spontaneous abortion. On (B)(6) 2013, essure lot number a25168 was easily implanted. She was not on postpartum state. Paracervical block was performed and cervix was prepped. The visualization of the tubal ostium was easy. Left tube cannulized and implant discharged at correct depth. A tight metal coil discharged with the typical outer coil. The doctor was not sure if that represents a malfunction of the device. There was no difficulty with the wheel or button on the inserter; all seemed to function with no resistance nor difficulty. The outer coil was seen at the os. The right implant was placed easily and appeared normal. Fluid loss during hysteroscopy was less than 1500cc and the procedure did not take more than 20 minutes. All instruments then removed. On (B)(6) 2013, hsg (hysterosalpingogram) test was performed and the implants are noted to be positioned properly within the proximal segment of each fallopian tube and there was no contrast escaping along side either. The contrast reached the corneal regions and abruptly stopped on both sides. The endometrial cavity and architecture were also noted to be normal. The patient was informed to discontinue her backup birth control. On a week prior to (B)(6) 2014 she called physician's office to report a positive home pregnancy test. Pregnancy was confirmed by urine and blood test. Since then, quantitative hcg titers showed as follow: (B)(6) 2014 the result was 26.0, on (B)(6) 2014 was 62.0, on (B)(6) 2014 was 66.0 and on (B)(6) 2014 was 17.0. She had no pain or bleeding. On (B)(6) 2014 a tvs (transvaginal pelvic ultrasound) was performed and showed a 41.8 x 20.8 x 39.2 mm mass in the right corneal region. The echogenicity was suggestive of blood. No gestational sac, yolk sac or fetus were seen. In the endometrial canal was a tiny fluid collection 2.9 mm in diameter. The interior was anechoic, but no yolk sac or fetal pole was seen. Transabdominal pelvic ultrasound was done and showed normal appearing bilateral ovaries, but a possible complex mass in the corneal region on the right. At the time of this report she had no complications. Her ectopic pregnancy was treated with methotrexate. On (B)(6) 2014, she presented for surgical sterilization. The patient was taken to the operative room and placed under general anesthesia. The right fallopian tube was quite normal in appearance throughout it was full course. There was no residual evidence of having had a corneal or ectopic pregnancy along the full length of the tube. Therefore, the tube was grasped at its isthmic portion and a single silastic band placed. The left tube was likewise normal in appearance, and single silastic band placed at its isthmic portion as well. There was no pathology or foreign bodies seen in the pelvis. Estimated blood loss was less than 2ml with no complications. Normal uterus, tubes, ovaries and pelvis was reported. The patient was transferred to the recovery room in stable condition. No further information was provided. Updated ptc investigation result was received on 30-oct-2014. This adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a product quality issue and a lack of efficacy. A contraceptive failure may occur under the use of any contraceptive and is not indicative of a quality defect per se. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded "unconfirmed quality defect". No similar ae case reports have been received to date in relation to batch no. A25168. No batch signal could be identified. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion) inserted and right cornual ectopic pregnancy; pseudosac in the endometrium was diagnosed. This event is serious due medical importance and listed in essure reference safety information. Pregnancies (including ectopic pregnancies) have been reported among women with essure micro-inserts in place. Some of these pregnancies were due to patient non-compliance. When pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure in place. In this particular case, it was informed that during the device insertion a tight metal coil discharged with the typical outer coil. The doctor was not sure if that represents a malfunction of the device. Nevertheless, the bilateral placement was achieved and three months later, confirmation test showed bilateral tubal blockage. A pregnancy was found out a few months after the insertion and a declining hcg titer led to endovaginal ultrasound. The scan showed a mass in the right corneal region and no fetus was seen. Her ectopic pregnancy was treated with methotrexate and she also underwent a surgical sterilization. Given the explanation above, a causal relationship between the reported event and the suspect insert cannot be excluded. Previously, only the pregnancy diagnosis had been informed, so the case was considered as non-incident. After receiving follow up information, serious injury and required intervention were reported and the case was upgraded to incident. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report.